Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Additional information: d6b, h6. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Event description:
Patient claim breast implant illness, symptoms: vertigo and neurological symptoms. There isn't an official medical diagnosis for breast implant illness; rupture, discovered during surgery, side unknown and capsular contracture, baker grade unknown, side unknown rupture and capsular contracture date of event: 11/26/2025.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient claim breast implant illness, symptoms: vertigo and neurological symptoms. There isn¿t an official medical diagnosis for breast implant illness.